Event description:
It was reported that externalized conductors were noted on the right ventricular (rv) lead. An x-ray was performed confirming externalization on the rv lead. On (B)(6) 2025, the physician capped and replaced the rv lead. The patient condition was stable.